Event description:
It was reported that during a laparoscopic appendectomy procedure part of the end of the device fell into the patient and was retrieved without patient consequence. It was not known if the blade tip broke off or if the tissue pad detached from the device. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. In addition, the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted. Although the advance tissue technology not available did show up during testing, the device was used only on one generator, therefore, this message should not have been displayed during testing. No conclusion can be reach on why the message was displayed.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.